Event description:
It was reported the customer's insulin pump was broken at the reservoir compartment. No additional information provided.

Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube.(B)(4).